Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Dr. (B)(6) was attempting to push the flexible im rod into the femoral canal to prepare for the distal femoral resection and the rod broke as he was pushing it in. Nothing broke inside the femur. I opened another pan the case continued.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon im rod was reported. The event was confirmed. Method and results: device evaluation and results: a material analysis was performed and concluded the following: the device fractured in overload. Eds was performed on the device and was consistent with 17-4 ph stainless steel alloy. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: no patient medical records were provided for review. Device history review: indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicates that there have been no similar reported events for the provided lot ID. Conclusions: the investigation concluded that the device fractured in overload. Based on the material analysis report there was no indication of any material or manufacturing defects. No further investigation for this event is possible at this time. If additional information are received, this investigation will be reopened.

Event description:
Dr. (B)(6) was attempting to push the flexible im rod into the femoral canal to prepare for the distal femoral resection and the rod broke as he was pushing it in. Nothing broke inside the femur. I opened another pan the case continued.